Event description:
It was reported the device was to be used in an unknown procedure. The device would not arm. Another device was opened to complete the case. There were no consequences to the patient.